Manufacturer narrative:
The full name of the initial reporter (B)(6). It was shortened due to the character limit. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as the customer was unable to provide the serial number of the iabp involved in the event. The customer director of the cath lab stated that she did not suspect any malfunction of the intra-aortic balloon pump (iabp) involved in this event. No iabps were removed from service related to this event. No repairs were done. The maquet service representative had recently went to this account, prior to the event, to do a regular preventive maintenance (pm) on all the iabps at the facility.

Event description:
An internal review of intra-aortic balloon (iab) and intra-aortic balloon pump (iabp) complaints has determined that the following adverse event reported in a medical device report (MDR) 2248146-2015-00061 also involved the iabp device which was previously not reported in an MDR; as a result this case is being reopened and reported now. There was a reported death that was not attributed to the device. It was reported that the patient involved in this case in the cath lab was post cardiac arrest (cardiac arrest witnessed in field and again during transport). Hypothermia protocol was in use, left heart catheterization (lhc), and possible percutaneous coronary intervention (pci). According to the customer nurse, there were no acute lesions in the coronaries, and patient had blood coming from mouth. Blood pressure (bp) was recorded in low 50's according to non-invasive blood pressure (nibp). The iab catheter was inserted without difficulty, line was aspirated and zeroed without issues. Bp reading on pump 52/48 mean arterial pressure (map) 48, augmentation unknown once the cs100 intra-aortic balloon pump (iabp) started. Worked in ECG trigger without issue. The physician was not pleased with pressures (waveform appeared dampened). The customer removed the balloon and inserted a new, second balloon. The second balloon inserted without issue but pressures on second balloon were the same as the first (in the 50¿s). Patient condition continued to deteriorate, bp and heart rate (hr). The customer had not used the cs100 iabp on the patient with the second balloon. The customer then removed the second balloon. Iabp therapy was not re-initiated. Cardiopulmonary resuscitation (CPR) started without advanced cardiac life support (acls) protocol. The patient expired the same day. The customer did not attribute the patient¿s death to the device. The patient had been on iabp therapy for less than 30 minutes total. The customer did not believe there were any issues with the cs100 iabp involved in the event. The customer nurse felt that the pressures obtained from the balloons were correct as they matched the nibp machine, but the physician had wanted to try another balloon just in case. Iab complaints were opened in regards to the maquet iabs in involved in this event.